Event description:
It was reported that during a femoral "disocclusion" treatment procedure, a balloon burst occurred. An attempt by left superficial femoral crossover, "short occlusion at the hunter" was made. A non-bsc introducer was used. After unsuccessful attempts using a true path, symmetry balloon and non bsc guidewires, it was decided to use the offroad re-entry catheter system to re-enter into the arterial lumen, however, the balloon burst during inflation. The procedure was stopped. No part of the device detached inside the patient. There were no patient complications reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).